Event description:
It was reported that variable in-range pacing impedances were noted 3 months after right ventricular (rv) lead implant. The rv automatic capture has not been successfully calculated since shortly after implant. All sensing and impedances are stable and within range, however high capture thresholds were noted at 3.5v. Provocation maneuvers were performed, without any abnormalities. A possible lead dislodgement is suspected. Reprogramming was performed, and a chest xray and further follow-up is expected. This rv lead remains in-service at this time. No adverse patient effects were reported.